Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The wife of a customer reported via phone call that her husband's insulin pump alarmed no delivery. The pump also indicated that the max fill level had been reached but it had not. Customer does not recall any significant events leading to the error. Customer's blood glucose was 148 mg/dl at the time of incident. Troubleshooting was done for no delivery and was found that the displacement test failed and the piston did not move forward. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.